Event description:
It was reported that there was no saline in the lens vial. The lens was completely dry a nd difficult to fold. The surgeon opened a second lens and experienced the same issue. Additional information has been requested but not yet received. This occurred with two lens. This report refers to lens 2 of 2. Reference MDR # 1313525-2015-01493 for lens 1 of 2.

Manufacturer narrative:
The lot and lens vial were not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.